Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 15650097, model/catalog description: linear 3-4 lead 70 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 16462581, model/catalog description: precision spectra ipg kit. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent an explant procedure.